Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The facility reported an infusion pump that was "turning on by itself". Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. On additional info available.